Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with noise seen on atrial lead. Noise was reproducible with isometrics. Programming changes were made that seemed to resolve the issue. The patient was stable before, during and after reprogramming. The patient had no symptoms during the noise episodes.